Event description:
Pt with complex congenital heart disease and asplenia s/p central shunt. Md placed subclavian cuffed sialistic catheter in 2001 for tpn. Site erythematous. Markedly increased erythema, induration and pain the next day, therefore line removed. Site noted by md to have slightly purulent discharge at the time of removal. Site and blood cultures however were negative.